Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: despite requests, nor the involved device nor the x-rays pictures were returned for analysis. No investigation thorough can be performed. Conclusion: no conclusion can be drawn. The complaint handling database does not show any increasing trend for this type of access port. No corrective action is envisaged.

Event description:
"During injection of nacl before chemotherapy treatment, pain and important oedema above the port. The x-ray checking showed a disconnection between the catheter and the access port. The catheter migrated into the heart. An intervention is necessary to remove the catheter. The chemotherapy treatment was not administrated."